Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary: according to the information provided, it was reported that rubber bung of cannula broken intraoperatively. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation, however the customer provided a photo, upon visual inspection of the photo, it could be observed that the cannula is showing the silicone bung damaged. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the inspection of the photo, this complaint can be confirmed. The possible root cause for reported failure can be attributed to procedural variables, such handling of the device or product interaction during procedure; excessive force being applied to pass instruments through the cannula which would cause damage to the silicone bung, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown surgery on an unknown date, it was observed that the rubber bung on the clearcannula-threaded 8.5mmx75mm device was broken. There were no adverse patient consequences reported. No additional information was provided.